Event description:
A surgeon reported a case where the capsulotomy was not complete, with more than 100 degrees gap, after which the surgeon completed the rhexis manually with two anterior capsular tear created radially. The iol was inserted and surgery completed without any further issues. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. The field service engineer (fse) checked the system, but did not find any problems with the laser. No sample was returned and no additional info was provided, for this reason the root cause could not be determined. (B)(4).